Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient underwent an unrelated procedure, and the right ventricular lead was observed to be twisted. The lead was extracted and replaced during a separate procedure on (B)(6) 2019. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.